Manufacturer narrative:
A visual assessment of the returned ratcheting screwdriver handle showed an instrument with repeated use, as identified by worn laser markings and surface scratches. There were impact marks present on the edge of the impact cap, which was fractured from the instrument. A functionality assessment was not performed due to the damaged condition of the returned ratcheting screwdriver handle, which was removed from distributable inventory. A DHR review was performed for the device complaint lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 6/14/2008. The complainant reported the instrument malfunction occurred when the surgeon was striking the handle at an angle in an attempt to drive in one of the system trials. The impact cap of the ratcheting screwdriver handle is a t-shaped plug that is secured into the proximal end of the handle, surrounded by a silicone handle. An excessive force impact to the edge of the impact cap can cause the cap to flex on the silicone handle and result in a fractured impact cap. The root cause of this complaint is an excessive force impact to the edge of the proximal impact cap, which contributed to the instrument malfunction. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on 1/17/2023. It was reported that the proximal impact cap of a system ratcheting screwdriver handle fractured during a surgical procedure. There were no known patient complications or delay in treatment associated with this complaint. A return authorization was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 1/27/2023.